Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. Critical pump error (open book image) alarm not confirmed. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Device failed the sleep current test due to moisture damage on the electronic assembly. P-cap/reservoir locked properly in place. Device received with serial number label missing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. Customer stated that there was no alarm was displayed before open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.